Event description:
It was reported to boston scientific corporation, that a wallflex enteral duodenal stent was used during a stenting procedure performed on (B)(6) 2009. According to the complainant, resistance was felt when the physician attempted to deploy the stent. The stent was difficult to unsheath resulting in detachment of the deployment handle. The anatomy was not unusually tight or difficult to pass a scope through. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).